Event description:
It was reported that while in use on a patient this ht70 ventilator generated a system error and "unusual operation malfunction" alarm. The patient was transferred to an alternate ventilator without injury.

Manufacturer narrative:
Section a and section e: initial reporter information and patient information cannot be provided due to the restriction by the japan privacy regulation. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic received the suspect device from the customer and forwarded it to the vender. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section h6 evaluation code method remove b21 and add b01 and b24 result code remove c21 and add c13 and c19 conclusion code remove d16 and add d15 h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this ht70 ventilator generated a system error and "unusual operation malfunction" alarm. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue from memory but could not reproduce the issue. Due to the logged code, sp replaced the ht70 control board and single board computer(sbc). Additionally, sp also replaced the pump and manifold assembly due to a system leak and the on/off solenoid valve since the positive end expiratory pressure(peep) was lower than the programmed pressure. The unit passed all tests and calibrations per manufacturer specifications at the time of service. The ht70 control board and sbc board were returned to medtronic for further analysis. The components were visually inspected and fun ctionally tested with no malfunction or product deficiency observed. With the information available a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.